Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date was reported as an unknown date in (B)(6) of 2008. Without a lot number the device history records (DHR) review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported by the sales consultant: patient was implanted (on an unknown date) with prodisc-l at the l4-l5, as well as with a fusion device (competitor device). A computed tomography (CT) scan, magnetic resonance imaging (MRI) and x-rays were performed and the surgeon identified over extended facets or facet separation at l-4. It was also reported; the device appeared to have remained in the correct position and at acceptable parameters. However, the surgeon decided to remove the implant (explant date (B)(6) 2013), and where the surgeon went in laterally and removed the prodisc-l device; fused the l4-l5 and l-3; and went in posteriorly and inserted pedicle screws from l3-s1. The surgeon is to return the device. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis.

Event description:
This report is on an unknown prodisc-l superior endplate. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Pd event evaluation was performed. The report indicates continued pain is an inherent risk with both fusion and non-fusion devices, and is often related to proper patient selection. Back and lower extremity pain either singularly or in combination is currently listed in the summary of safety and effectiveness for pro-disc l, and the overall rate of occurrence reported is consistent with the clinical history to date. Based on the information provided, it is not possible to determine the exact root cause of the continued pain. Device was used for treatment, not diagnosis.